Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event was reported. The patient stated she woke and noticed her sensor had come off. She indicated the was in diabetic ketoacidosis (dka) and had to go to the hospital. She was treated with fluid and insulin via intravenous (IV) therapy and was released the same day. There was no allegation against the dexcom system. The patient was not wearing the device at the time dka was noticed. At the time of contact, the patient was doing well. No additional patient or event information is available.